Event description:
A customer observed a false negative hbsag result for the positive control fluid on the eciq analyzer. No pt results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer was not performing daily cleaning of the signal reagent probes. Datalogger analysis indicated that the false negative result was generated on the first well after an sr prime/purge cycle, supporting the conclusion that the most likely root cause of the event is contamination of the signal reagent (sr) in the reaction well, due to user error by not performing the required daily maintenance procedure.